Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella 5.5 was unable to pass into the innominate artery. During several attempts at insertion, the catheter began kinking within the part of the graft that was outside the body. Ultimately unable to pass the impella due to patient's anatomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation completion a supplemental will be filed. The root cause of the delivery issue was most likely due to patient condition since it was kinking because it was getting stuck on the anatomy.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the delivery issue was most likely due to patient condition since it was kinking because it was getting stuck on the anatomy.